Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported by the patient that infusion set tubing detachment from site connector within 10 hours of use. Infusion set was placed in abdomen. No further information was available.